Manufacturer narrative:
The insulin pump had no blank display or constant vibrator noted. No buzzing was noted on display. However, the pump had total moisture damage on the electronic assembly and corroded motor home switch. The pump found cracks on reservoir tube and corner of display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 99 mg/dl. The customer stated that she got into the pool and it was watertight. The customer stated that she put the battery back in and it was buzzing and took the battery back out and it was quiet. The customer stated that the pump was exposed to pool water. The customer stated that the pump was vibrating without an alarm or alert. The customer stated that the display went blank immediately after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.